Event description:
A falsely elevated glucose result of 70 mg/dl was obtained on a patient sample. The result was reported to the physician. The same sample was rerun on the same instrument and a result of 35 mg/dl was obtained. Patient treatment was not altered and there was no report of adverse health consequences as a result of the falsely elevated glucose result. Analysis of instrument data indicates that a wrong dilution factor was used and does not indicate a device failure.